Event description:
It was reported to nevro that a patient acquired a hematoma post implant. The patient was brought into the or for examination. The surgeon could not find the source of the hematoma and the device was explanted. The patient was admitted to the hospital for observation. Follow up report indicated that the patient has recovered without sequelae.

Manufacturer narrative:
The returned device was subjected to visual and electronic control tests. There were no abnormalities observed. The electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. The investigation did not find any evidence of device malfunction. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related.